Event description:
In 2005, it was reported to boston scientific corporation, that a procedure using a ultraflex large esophageal ng stent system occurred. According to the complainant, the stent would not release from its deployment catheter. Once the physician achieved approximately 85% deployment the high tensile string broke, forcing him to remove the partially deployed stent. The procedure was aborted. No patient complications were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. Visual examination confirmed that the suture thread of the returned device had broken. The exact cause of this occurrence is unknown as it was possible during analysis to retract the suture thread, and deploy the stent without issue.